Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy blister under the front therapy pad. The patient's sister reported the garment was too tight and was causing an irritation under the left breast. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to leave the equipment off until the irritation improved. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy blister under the front therapy pad. The patient's sister reported the garment was too tight and was causing an irritation under the left breast. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to leave the equipment off until the irritation improved. Follow up indicated the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.